Manufacturer narrative:
Upon reassessment, the reported acts like it is running but is not infusing failure mode has been determined to be non-reportable. The severity of this failure is 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Event description:
On 08/29/2024, znyo medical received a report from the customer reporting that the pump stated that the pump says, "infusion complete" but no meds were delivered proper operation verified. No adverse symptom observed nor patient injury/harm reported.

Manufacturer narrative:
There are no previous complaints on this device related to this issue. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint#: (B)(4).